Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that while conducting intraoperative testing during the initial procedure to implant the deep brain stimulation (dbs) system, the physician assessed the leads were not properly placed. Stimulation was never turned on, and the patient underwent a revision procedure where the leads were replaced approximately four days later.

Event description:
It was reported that while conducting intraoperative testing during the initial procedure to implant the deep brain stimulation (dbs) system, the physician assessed the leads were not properly placed. Stimulation was never turned on, and the patient underwent a revision procedure where the leads were replaced approximately four days later. Additional information was received that the patient experienced speech and mobility difficulties, cognitive impairment and issues with incontinence following the initial implant procedure.